Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident. A technical support specialist (tss) confirmed user account was active and not locked on the es server. The tss mentioned to customer that issue might be from the hospital it side. The system functioned as intended when the technical support specialist inspected the device.